Manufacturer narrative:
The actual device was returned for evaluation. During repair an evaluation was performed and it was determined that the device had unintended/activation motion. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from the (B)(6) that during service and evaluation of the electric pen drive device, it was determined that the device had unintended/activation motion. It was noted that the handpiece had a defective controller, and there was water in the housing and the on the controller. It was further determined that the device failed pretest for check function and direction of rotation. It was noted in the service order that there was an article defect. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.